Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had unexpected, premature battery depletion. It was also reported that the right ventricular (rv) lead exhibited variable lead impedance, elevated short v-v intervals, and electrical noise was noted on the electrograms (egm). The crt-d was explanted and replaced and the rv lead was capped and replaced. No patient complications have been reported as a result of this event.